Manufacturer narrative:
Device passed the displacement test, active current test and sleep current test. Hardware low level failures error alarmed during self test and confirmed in insulin pump history with variable due to broken trace at keypad assembly (pin). Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Blank display not confirmed. Device received with cracked keypad overlay at select button. Insulin pump received with scratched case. Device received with pillowing keypad overlay. Device received with keypad overlay texture damage. Device received with moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did not return. Customer also stated that the keypad was unresponsive. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.